Event description:
Report received of an overdelivery. The following info was received from ecri problem reporting form filled out by the customer. Pt with a history of insulin dependent diabetes mellitus, end stage renal failure, severe pvd, s/p bilateral below the knee amputations, cad, cardiomyopathy (ejection fraction 15%) and anemia was admitted 6/26 for a rt arm amputation secondary to gangrene and sepsis. Pt remained vented postop with clinical deterioration. A family meeting was held during the next month and the decision was made to remove ventilatory support. Two days later at 8am tpn bag with tpn was empty. Tpn was running on a plum. Plum rate was 42. A terminal wean was done at 11am that same day and pt expired at 0915pm." The customer was contacted for more info and reported that at 8am that day, when the nurse was checking the tpn, that the tpn bag that was supposed to last until 3pm, was empty. The tpn was reportedly infusing at 42ml/hr, and at the time the reported overdelivery was discovered, the volume to be infused left on the pump was 336ml. It was reported that the volume to be infused set when the bag was hung at 3pm the previous day was 900ml. According to the customer contact, the delivered volume was cleared 15 hours later, and the displayed volume delivered on the pump at 8am was 121ml. The pump was removed from clinical service and sent to clinical eng. The md was called. It was not known if any interventions were required. Though requested, there was no further info available.